Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the o2 cell. The fsr performed the operational verification procedure (ovp) and user verification test (uvt) and calibration. The field service representative confirmed the ventilator met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the o2 cell on the avea ventilator was bad. The customer advised there was no patient involvement associated with this event.